Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reports a "broken" PICC line just below the pink hub and described broken as "non-complete transverse break next to just below the pink hub". The patient was using neuma clamps. The catheter was in situ for 14 days. There was no patient harm or delay in therapy. A replacement PICC was placed. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reports a "broken" PICC line just below the pink hub and described broken as "non-complete transverse break next to just below the pink hub". The patient was using neuma clamps. The catheter was in situ for 14 days. There was no patient harm or delay in therapy. A replacement PICC was placed. The patient's condition is reported as fine.